Manufacturer narrative:
Other, other text: h3: four pictures of the cadd administration set from part number 21-7336-24 were received for evaluation. In three of the pictures, it could be observed that the star tube was damaged. One picture showed the filter condition after the process sterilization, since could not was empty. One sample was returned and was visually inspected at a distance of 12? To 16? Under normal conditions of illumination. A damage on the tube was detected just in a fold of the tube with the housing edge. A review of the manufacturing process for p/n 21-7324-24 l/n 4025958 was conducted by the quality engineer. The reported issue was able to be confirmed. The most probable cause of the issue is that the tube was coiled tightly during the packaging operation.

Event description:
Information was received indicating that while in use, a patient that was receiving antibiotics on a portable infusion pump, experienced perforation on a smiths medical cadd administration set. The reporter indicated that the family discovered that medication was suddenly coming out of the backpack where the pump is located. In addition, the reporter indicated that half and hour before the incident, the patient had medication changed but not the administration kit. Subsequently, the medicine and sets were changed again and there was no consequence to the patient, but it was reported that the patient was completely neutropenic, and the kit was attached to her central nervous catheter, therefore the risk of contamination and infection was present. No adverse effects were reported.